Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative reported that the recharging issue did not improve. The patient had the implanted battery explanted and a different model from the manufacturer implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician and the manufacturer's representative (rep): the patient wants to try charging for another month and see if things improve. If not, consideration will be given to revise the battery. The poor coupling and ins being too deep was not resolved yet, patient could charge the device, it¿s just difficult. The patient weight was not known but it was noted that patient was a heavy woman. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was poor coupling. The rep attempted to reposition the antenna and antenna locate and these did not resolve the issue. The rep believes that the ins is too deep. The patient was directed to their healthcare provider (hcp) to discuss possible pocket revision. The caller stated that the patient is having a tough time recharging. The caller stated that the patient is pretty bug and they cannot palpate the ins. The caller stated that the patient can get 2 coupling boxes and it they press down hard they can get 4 bars. The caller stated that right away they could not interrogate with the 8840, but when they pushed down they could. Th caller will attempt to charge with a different recharge. The antenna locate feature showed 30-32. No further complications were reported or anticipated. No symptoms were reported.